Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent knee unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2019. It was reported that the patient underwent revision of the knee with device removal due to failure of the uka in 2022.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. Considering that the implantation surgery occurred on (B)(6) 2019 and the reported event occurred in 2022, the failure is more likely associated with the patient¿s active lifestyle and physical workload. The complaint allegation was not confirmed. No evidence of that failure was received.